Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had power loss alarm. The customer¿s experienced high blood glucose was 331 mg/dl. The customer was assisted with troubleshooting. Customer stated that there was a pink dots on her graph at the time he was having a 240 mg/dl but there was no pinks dots at the time that she was having a 331 mg/dl. The customer stated that the they received alarm history and found out that she got an alarm and the insulin pump was off and the active insulin was updating. The device will not be returned for analysis.